Event description:
Unable to speak with the reporter/layperson, this senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation and will send a letter to the patient/layperson. In 2009, the patient complained that he had been unable to code his onetouch ultra meter at 2:00 pm the same day. The patient, whose daily regime is oral diabetes medication, allegedly developed blurry vision and dizziness ten minutes later. Other than calling customer service, the patient took no action and received no treatment. After assisting the patient and resolving the issue, the cca also replaced the meter. The patient did not alleged harm. Due to the alleged symptom of blurry vision that meets the criteria for serious injury, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.